Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultravue meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient informed the csr that they did not know when the alleged product issue started. The patient reported obtaining a blood glucose result of ¿130 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes with insulin (no adjustments) and did not make any changes to their usual diabetes management regimen as a result of the alleged product issue. An unspecified period of time after the alleged product issue occurred the patient developed a ¿visual disorder¿; a symptom which was associated with hypoglycemia. In response to this the patient self-treated by consuming glucose and recovered soon after. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter. However, the test strips being used had been open longer than the discard date, expired, or stored improperly. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an inaccurate high result with the subject meter.